Event description:
On 10jul2025, an email was received from the johnson and johnson regulatory department with notification of mw5172265. An eye care professional (ecp) reported a patient (pt) was diagnosed "keratitis oculus dexter (od) (peripheral corneal ulcer) in the right eye (od) "with proper use of contact lens¿ on (B)(6) 2025 while wearing an acuvue® oasys® 1-day with hydraluxe¿ technology brand contact lens (cl). On 21jul2025 the ecp provided additional information. The ecp advised that the left eye (os) was the affected eye and the reporting ecp is the pt. The ecp experienced ¿a day of irritation¿ on (B)(6) 2025. The next day, the ecp experienced photophobia and a colleague examined the eye a ¿few days later.¿ the ecp was diagnosed with an infectious os peripheral corneal ulcer. The ecp began treatment, prior to the diagnosis, with moxifloxacin every hour for 3 days, then every 2 hours for 3 days, then four times daily (qid) for the time remaining which was 10 days total. The os corneal ulcer resolved with no lasting effect to the visual axis. No additional information was provided. No additional information is expected. A comprehensive review of the manufacturing records was conducted for lot number 5964390108, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.